Manufacturer narrative:
The reported failure of machine flow sensor drift above the specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred while in use by a patient. There was no report of serious patient harm or injury. The trilogy evo was evaluated by a third-party service center, and the device evaluation found a critical error code indicating the machine flow sensor drift above the specification due to the machine flow sensor failure. If any additional information is received, a follow-up report will be filed.